Event description:
It was reported, "during primary implantation, the shaft of the drill broke. Another shaft was used to complete the drilling. The surgery was completed successfully."

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown flexible shaft tha drill. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a fracture involving a detachable flex shaft was reported. The event was confirmed by the return of the device. Method & results: device evaluation and results: a visual inspection of the returned detachable flex shaft found it to be in two pieces with the separation occurring near the tool attachment (¿chuck¿) end of the tool. Product examination with a material analysis team member confirmed the fracture of the returned device was due to fatigue. The fractured surface was confirmed to be consistent with similar events reported for this product. Medical records received and evaluation: not performed because no patient clinical information was provided as there is no evidence to support the event was related to patient factors. Device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been one other similar event reported for this manufacturing lot. (B)(4) has been submitted for multiple lot fractures of the trident flex shaft. Conclusions: the investigation concluded that the fracture of the returned device was due to fatigue. It was also concluded that there is no indication the event is related to a manufacturing issue. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported, "during primary implantation, the shaft of the drill broke. Another shaft was used to complete the drilling. The surgery was completed successfully."